Event description:
It was reported that when the device was interrogated prior to implant, longevity showed 3 years. When the device had been interrogated 1 week prior, longevity had been 2 years. The device was implanted 4 months later. The device was explanted in august due to erosion through the skin and a second degree hematoma. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.